Event description:
A sample from a patient was tested for hgb on the coulter act diff analyzer and a result of 10.7 g/dl was obtained. The result was printed with an "l" - low result flag. The hgb result was reported out of the lab and the patient was sent to a reference lab for redraw. The reference lab result was 16.7 g/dl. Patient treatment was not affected in regards to this event.

Manufacturer narrative:
The specimen was collected in a 0.5ml micro collection device, and it was tested in an open vial mode. Qc was performed before and after the event and recovered within specifications. A field service engineer (fse) was dispatched: the fse inspected the instrument and replaced several hardware components. The fse performed a preventive maintenance (pm) to the instrument. The fse conducted a reproducibility testing using qc material and adjusted cal factors. All qc results were within acceptable range. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.